Event description:
Artelon tissue reinforcement was explanted about one yr after implantation, due to pain. Investigation has not been possible, due to lack of info.

Manufacturer narrative:
Investigation not possible, due to lack of info.